Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date. Customer¿s blood glucose was 402 mg/dl in the hospital. Customer had symptoms such as throwing up, nausea, vomiting, abdominal pain, difficulty breathing. Customer was treated that with and insulin drip. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer stated that the insulin pump passed high pressure test. The insulin pump will be returned for analysis.